Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified middle left anterior descending artery (lad). A 20 x 2.50mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. "Gl" was used but the issue was not resolved. Since it was noted that the stent was lifted, the physician elected to stop using the device. No patient complications were reported and the patient's status was good.